Event description:
Additional information received clarified that the patient only had underdose symptoms, not overdose symptoms.

Manufacturer narrative:
The previously submitted date has been corrected to (B)(6) 2014.

Event description:
Additional information was received and it was reported that the pump was delivering dilaudid (15mg/ml), sufenta (20mcg/ml), bupivacaine (5mg/ml), baclofen (150mcg/ml), and clonidine (200mcg/ml). The patient presented to the ER (emergency room) with increased pain. The only diagnostic performed was an interrogation of the pump which showed no alarms and no errors. The physician suspected an occlusion in the catheter near the anchor site. The pump was stopped on (B)(6) 2013. Following the pump and catheter replacement, the patient was receiving effective therapy. There was no suspected issue with the pump. The catheter occlusion cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a catheter occlusion at an unknown location. The patient had unspecified overdose symptoms. The pump and catheter were explanted and replaced. The product issue was resolved. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed overinfusion-undertermined root cause. Dispense accuracy testing indicated a slight over infusion. Analysis of the catheter revealed catheter body dark residue occlusion in dispensing holes-event related. The catheter was found to have an occlusion at the proximal dispensing hole. The occlusion was removed and catheter became patent. The catheter was bent at the anchor site to simulate a bend greater than 90 degrees and no occlusion occurred. Corrected information: results code no longer applicable.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.